Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. The customer's blood glucose level was 108 mg/dl. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.